Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Unable to confirm units of normal bolus delivered due to insufficient data. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Force sensor zero offset within specification with 20 mv. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case and label damage (stained and faded). Pump passed functional testing and no over delivery anomalies noted during testing. Unable to confirm low bg's. Cosmetic damage confirmed at buttons. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 50 mg/dl at the time of the event. The customer also reported the insulin pump over-delivered the insulin and had a crack at the keypad buttons. The customer reported hypoglycemia treated with glucose intake. The event involved products mmt-332a, mmt-7040b, mmt-1884l, mmt-244a. Troubleshooting was partially performed for hypoglycemia and later customer declined. The customer was using the auto mode/smartguard feature at the time of the event. The customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed for cosmetic damage and there was no damage on the retainer ring. No further patient complications were reported. It was unknown whether the customer will continue to use the reservoir, sensor and infusion set. No product return is required for mmt-332a, mmt-7040b and mmt-244a. The customer will discontinue to use the insulin pump and mmt-1884l was requested and customer response was the device will be returned.